Manufacturer narrative:
Weight, ethnicity, and race:unk. (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. Excessive vault; elevated iop; and significant endothelial cell loss was observed. Iop controlled day after surgery. Lens remains implanted. Eye is stable and under observation. Cause is unknown.